Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call bent cannulas and reservoir issue. The customer's blood glucose was 450mg/dl at the time of call. It was reported bent cannulas in seven sets from same lot. It was also reported the reservoir plungers were hard to remove. Advised the products will need to be replaced. The products will not be returned for analysis.